Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 72% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after the balloon was being inflated a few times at 20 atmospheres, the balloon ruptured. The whole device was removed through the wire and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.